Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose reading of 67 and treated with oral glucose in the form of orange juice, after which blood glucose returned to range. Symptoms included hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.